Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the a 12.6mm vticm5_12.6. -14.0/1.5/081 (sphere/cylinder/axis) implantable collamer lens for the patient's left eye (os). Tore/broke during injection/delivery into the eye on (B)(6) 2024. There was patient contact(lens touched the eye). No patient injury. The lens was removed and replaced with a same length lens on (B)(6)2024. This resolved the problem.